Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: it looked like there was thermal damage to one of the yaw pulleys at the base of the grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had the connection burnt and cannot transmit energy properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a procedure, thermal damage was observed intraoperatively, with arcing occurring during coagulation while using the subject instrument alongside fenestrated bipolar forceps and cadiere forceps. The arcing was noted to originate from the subject instrument itself. No injury to the patient was reported. The instrument had been inspected prior to use and no damage or irregularities were observed. The surgeon could not identify a specific cause for the thermal damage or arcing, stating that the instruments were being used as usual. There was no collision with an energy instrument during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.